Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 01/30/2013 to the present date 10/05/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure q6 200164568 for error code 133.6080 which correlates to the customer reported issue. This will be escalated to cad management for further investigation.

Event description:
It was reported that the device was displaying error code 133.6080. No patient involvement is noted.